Event description:
It was reported after two days of intra-aortic balloon(iab) therapy, the pressure became disturbed. On the third day, the waveform sometimes became flat, but there was no problem with the bedside monitor waveform. On the fourth day, the waveform returned to normal. Treatment was terminated. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the maquet sheath. The extracorporeal and extender tubing was returned. The sideport was also returned. A visual examination of the returned product was performed and no breaks were detected in the sensor¿s optical fiber and no kinks were detected on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The technician used a laboratory 0.025" guidewire to go through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion and evidence of dried blood was observed at the tip of the guide wire. However the inner lumen leak test was performed and passed with no leaks. A pressure test was performed and the iab was able to maintain pressure under the specifications for pressure. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported after two days of intra-aortic balloon(iab) therapy, the pressure became disturbed. On the third day, the waveform sometimes became flat, but there was no problem with the bedside monitor waveform. On the fourth day, the waveform returned to normal. Treatment was terminated. There was no reported injury to the patient.